Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The reason for the reported revision surgery was not specified. No medical records have been provided information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2015: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. On (B)(6) 2015: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with left direct inguinal hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿large hernia mass was dissected free from the cord, found to be a direct defect. A lichtenstein repair was done with the bard flat mesh and sutured.¿ on (B)(6) 2015 - patient had left inguinal neuropathic pain thereby underwent left inguinal neurolysis. Per operative notes, ¿the external oblique aponeurosis was nicked and excised the cut edges along with cord-like structures.¿ attorney alleges that the patient had pain, additional surgery to correct nerve damage and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The reason for the reported revision surgery was not specified. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of bard flat mesh, patient was diagnosed with nerve damage and nerve pain thereby underwent revision surgery. The instructions-for-use supplied with the device list pain as a possible complication. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.